Event description:
It was reported that the patient had the artificial urinary sphincter removed due to unspecified other reasons. A new artificial urinary sphincter consisting of a 5 cm cuff, pump, and balloon were implanted.